Event description:
It was reported that the ventilator displayed sram, stopped ventilating, and shut down while connected to a pt and also during testing. No pt harm reported.

Manufacturer narrative:
Na